Event description:
Bilateral knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a male patient (age not provided), initials (B)(6) with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc-one, 6 ml in both knees. Three days later, the patient presented to the physician's office with bilateral knee swelling. The physician withdrew 85 ml's from the right knee and 75 ml's from the left knee. Both knees were injected with steroid. The action taken with synvisc-one was not provided. The patient's outcome was not provided. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.